Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire became stuck in the lead. The accessory could not be advanced or retracted in the lead. Eventually the guidewire was retracted and the physician decided to not use the lead. A new lead was implanted successfully. The patient was doing well and would continue to be monitored with routine follow up.